Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a burn-like skin irritation on her back under the therapy electrode pads. Patient describes the irritation as a painful burn with some peeling skin. There is no alleged device malfunction. There is no indication the patient received medical intervention. Medical outcome of the irritation is unknown.